Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -2.75 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different model/shorter length lens due to excessive vault. Reportedly, "patient is still adapting to monovision. No complaint for now." The problem was resolved. The cause of the event was reported as a patient-related factor and stated "lens is too long resulting in excessive vault."

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5 - pb the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -2.75 into the patient's left eye (os) on (B)(6) 2023. H6 - 2137 removed from initial MDR claim # (B)(4).